Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, there was a hematoma at the access site. The heparin was stopped in the pump purge and sodium bicarbonate was used instead. The pump remains on for support and the hematoma is in control now.